Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: kink observed on the flex shaft with patient tissue wrapped around the distal end of the delivery system and crimped thv - after patient tissue was removed, valve diving observed at the flex tip - two pinhole leaks observed on the crimp balloon when inflating the balloon - flex shaft kink observed approximately 70mm from the flex tip and multiple compression marks observed on the flex shaft. Due to the nature of the complaint, no applicable functional testing was able to be performed. The complaint was confirmed by visual inspection. Dimensional testing was performed and double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. Imagery was provided by the site and revealed the following: post-procedural imagery reveals a kink on flex shaft. Procedural imagery reveals diving at the flex tip. Bent valve strut observed on distal end of thv. 3mensio imagery provided from the site was evaluated, and the following was observed: calcification and tortuosity observed within the patient-s anatomy. The complaints for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath", "general risk - failure - balloon leak", and "general risk - failure - flex shaft cracked/damaged" were confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. General risk - failure - flex shaft cracked/damaged: as reported, "after the insertion of the ds into the e-sheath, a big resistance was felt and the system was kinked. After several attempts and small movements, the valve was pushed over the tip of the e-sheath and started the maneuver for alignment into the descending aorta." Per 3mensio review, tortuosity was present within the patient-s anatomy. A tortuous anatomy can create a challenging pathway for advancing through the sheath resulting in higher resistance. If excessive device manipulation was used to overcome the reported "big resistance", the flex shaft may have become kinked/damaged when advancing the delivery system through the sheath. However, without applicable procedural imagery, a definitive root cause was unable to be determined. As such, available information suggests that procedural factors (high push force, excessive manipulation) may have contributed to the initial resistance. General risk - failure - balloon leak: post-procedural evaluation revealed pinhole leakages on the crimp balloon. It is possible that due to the high push force required, manipulation of the delivery system may contribute to the valve negatively interacting with the crimp balloon and ultimately resulting in the observed pinhole. However, without applicable procedural imagery, a definitive root cause was unable to be determined. Available information suggests that procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the initial resistance. Withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through sheath: as reported, "after the alignment, it was noticed that the distal frame of the valve was crooked instead of being straight. The operator tried to pull back the valve into the e-sheath and decided to remove together the e-sheath and ds with the valve outside the e-sheath. The distal frame of the valve caused a rupture of the right iliac artery. Then, the valve and the delivery system was removed by general surgeon, who performed a frontal abdominal approach." If a valve strut is bent backwards, it may potentially negatively interact with patient anatomy or the sheath tip and result in the reported withdrawal difficulties. As such, available information suggests that procedural factors (withdrawal of bent valve struts) may have contributed to the initial resistance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. After the insertion of the delivery system into the esheath, a big resistance was felt and the delivery system was kinked. After several attempts and small movements, the valve was pushed over the tip of the sheath and started the maneuver for alignment into the descending aorta. After the alignment, it was noticed that the distal frame of the valve was crooked instead of being straight. The operator tried to pull back the valve into the sheath and decided to remove together the sheath and delivery system with the valve outside the sheath. The distal frame of the valve caused a rupture of the right iliac artery. Then, the valve and the delivery system were removed by the surgeon, who performed a frontal abdominal approach in order to do a aorto-femoral by pass.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-10171.